Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. Functional testing was performed and it failed. The battery was replaced with a known good battery and the receiver failed to turn on. The receiver case was opened, the internal inspection failed due to bp1 reset damaged at the main board. The receiver log was unable to be downloaded. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be the damaged bp1 reset.

Manufacturer narrative:
(B)(4). The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be the damaged bp1 reset. (B)(4).

Event description:
Confirmation of the allegation and a root cause could not be determined.